Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is considered anticipated procedural complication as stent thrombosis, angina, and st evaluation are known physiological effects of the procedure and are noted within the directions for use.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient presented with chest pain, shortness of breath and diaphoresis and was admitted. Cardiac enzymes were slightly elevated and a second EKG showed anterior, modest severity t-wave inversion consistent with non-st segment elevation anterior mi of a small magnitude. The patient was transferred to another facility. Angiography was performed two days after initially presenting which revealed a 90% stenosed lesion located in the moderately tortuous proximal left anterior descending artery (lad) and an aneurismal proximal right coronary artery with about 50% obstruction. Two days later, the patient returned to the ccl for intervention of the lad. A 2.5x15mm quantum maverick balloon, inflated to 12 atm's was used to predilate the lesion and a taxus express2 2.5x24mm drug eluting stent was deployed at 18 atm's in the proximal lad. No complications occurred. The patient received angiomax and ic ntg during the procedure and was transferred to the recovery area in stable condition. The patient was discharged the following day on aspirin and plavix. 14 months later, the patient presented with abrupt onset of crushing chest pain. The patient had recently been instructed to discontinue plavix after having completed over one year of dual antiplatelet therapy. In the ambulance, the patient was noted to have marked st segment evaluation. In the ccl, reopro was started and angiography revealed an abrupt cutoff at the origin of the lad due to acute right stent thrombosis. A 3.0x20mm maverick balloon was used to dilate the occluded segment on 3 occasions, with prompt restoration of timi 3 flow. The patient developed an accelerated intraventricular rhythm and on restoration of sinus rhythm, was noted to be markedly hypotensive despite an normal heart rate. An intra-aortic balloon pump was placed through the left femoral artery, with good augmentation and unloading and the patient's chest discomfort resolved. There was an "outlet stenosis" in the stented segment of the lad which was treated with a 3.0x18mm non-bsc drug eluting stent. Residual thrombosis was treated with a combination of continuous infusion of IV reopro and post dilation with a 4.0x8mm quantum maverick balloon. Attention was then directed to the right coronary artery where a 3.5x18mm non-bsc drug eluting stent was placed. The procedure was complete and the patient was transferred to the ICU. Lifelong aspirin and plavix therapy was prescribed. No further complications were reported.